Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a2, a4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The complaint condition can be confirmed based on the image provided. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. DHR review was not performed as there was no lot number information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent an unknown procedure due to a nonunion of a tibia that resulted in a broken plate. The non union of the distal tibia had been bone grafted and repaired on (B)(6) 2018. The patient will be scheduled for a hardware removal at a future unknown date. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).